Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed below the renal veins following the development of dvt and pe and history of prothrombin gene mutation. Approximately eight years one month post filter deployment, the patient presented to the emergency department with hypotension, altered mental status and suspected inferior st elevation myocardial infarction based on EKG. She was taken directly to the cath lab where imaging demonstrated normal coronary arteries and identified that two limbs had detached from the filter and were located in the region of the right ventricle. Fluoroscopy over the filter demonstrated filter limbs to be missing. CT angiogram was then performed to evaluate for the possibility of pulmonary embolism. CT was negative for pulmonary embolism; however, instead identified a large pericardial effusion. Echocardiogram confirmed tamponade physiology. The patient was emergently intubated and subxiphoid pericardial drainage was performed. On admission the patient was noted to have elevated potassium, severe lactic acidosis and shocked liver. Four days after admission, the patient was noted to have developed acute renal and liver failure as a consequence of cardiogenic shock from cardiac tamponade. Her renal function normalized and her liver function improved and the patient was discharged home in stable condition nine days post pericardial drainage. Approximately eight years two months post filter deployment, the patient was evaluated for surgical management of the detached filter limbs in her ventricle. Surgery was recommended due to the risk for further migration of the struts with either recurrent pericardial tamponade or systemic embolization of the detached filter limbs. The patient presented four days post consult for foreign body removal from the right ventricle via sternotomy. During this procedure, she underwent exploration of both ventricles looking for the presumed two detached filter limbs; however, only one limb was found in the right ventricle. She came off bypass well and was recovering uneventfully. Approximately eight years three months post filter deployment, CT was performed for detached filter limb. A single small 5mm radiopaque density located in the basilar interventricular septum was identified. This was not confidently visualized on the prior exam; however, this was thought to be due to significant motion artifact and contrast which could limit visualization. Additionally, postsurgical changes from the prior foreign body removal were identified and the ivc filter was demonstrated to be in stable position with seven struts identified, imaging of the original filter deployment identified eight struts. Several of the struts were found to be projecting outside the lumen of the vena cava. Approximately eight years six months post vena cava filter deployment, the patient presented to the emergency department with complaint of increasing sob. CT performed to rule out retrosternal or pericardial bleed/effusion demonstrated no changes from previous study and no acute pulmonary findings. The patient was discharged home the same day with asthma exacerbation. Approximately nine years two months post filter deployment, CT scan for right clavicular pain demonstrated acromioclavicular joint degenerative change with no apparent acute or subacute cardiopulmonary process. Image/photo review: one digital photo was provided and reviewed. One detached filter limb can be identified laying on top of while surgical gauze. The limb appears blue in nature. Based on the photo a detached filter limb can be confirmed. Conclusion: the device was not returned. Photo was provided and reviewed. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the renal veins. Eight years and one month post filter deployment, imaging demonstrated that two limbs had detached from the filter and were located in the region of the right ventricle. Open surgery was performed to remove one detached filter limb from the right ventricle. Approximately eight years three months post filter deployment, CT was performed for detached filter limb. At that time several of the struts of the filter were found to be projecting outside the lumen of the vena cava. Based on the medical records, the investigation can be confirmed for perforation of the ivc by filter limbs and detachment of filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall. Only use the recovery cone removal system to remove the recovery filter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The vena cava filter was deployed successfully in a hypercoagulable patient with a history of dvt and pe. The filter was said to be in good position at the conclusion of the procedure. There were no immediate complications and hemostasis was achieved using manual pressure. No additional information was provided in the medical records received. New information received: approximately eight years one month post vena cava filter deployment, the patient presented to the ed weak, pale, diaphoretic, and hypotensive. Imaging identified massive pericardial effusion which lead to significant tamponade. The patient was emergently intubated and subxiphoid pericardial drainage was performed. She developed acute renal and liver failure which improved and the patient was discharged home in stable condition nine days post pericardial drainage. Approximately eight years two months post filter deployment, the patient was scheduled for foreign body removal from the right ventricle via sternotomy. During this procedure, she underwent exploration of both ventricles looking for the presumed two detached filter limbs; however, only one limb was found in the right ventricle. She was weaned from cardiopulmonary bypass uneventfully. There was no attempt to retrieve the filter. One month later, CT for a detached filter limb identified a single small 5mm radiopaque density located in the basilar interventricular septum. Additionally, the ivc filter was in stable position with seven struts identified, imaging of the original filter deployment identified eight struts and several limbs extending beyond the caval wall. No additional pertinent information surrounding this event was provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately eight years one month post vena cava filter deployment, the patient presented to the emergency department weak, pale, diaphoretic, and hypotensive. Imaging identified massive pericardial effusion which lead to significant tamponade. The patient was emergently intubated and subxiphoid pericardial drainage was performed. The patient developed acute renal and liver failure which improved and the patient was discharged home in stable condition nine days post pericardial drainage. Approximately eight years two months post filter deployment, the patient was scheduled for foreign body removal from the right ventricle via sternotomy. During this procedure, patient underwent exploration of both ventricles looking for the presumed two detached filter limbs; however, only one limb was found in the right ventricle. The patient was weaned from cardiopulmonary bypass uneventfully. There was no attempt to retrieve the filter. One month later, computed tomography for a detached filter limb identified a single small 5mm radiopaque density located in the basilar interventricular septum. Additionally, the inferior vena cava filter was in stable position with seven struts identified, imaging of the original filter deployment identified eight struts and several limbs extending beyond the caval wall. No additional pertinent information surrounding this event was provided.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and one month later post filter deployment, cardiac catheterization, possible percutaneous transluminal coronary angioplasty, and possible stent was performed. Final impression given: the patient was noted to have a disrupted inferior vena cava filter with two struts of the filter in the region of the right ventricle. After one week, x-ray of chest borderline cardiomegaly without acute cardiopulmonary process was performed. Review of cardiac catheterization revealed two separate fractured struts, each of which appeared to have an oblique l-shape. The struts move freely with each cardiac motion. The computed tomography scan shows one of the struts to be penetrating the ventricular septum into the left ventricle. After one-month, computed tomography scan of chest without contrast was performed which showed inferior vena cava filter with seven struts, previously contained eight struts with the previous computed tomography of abdomen and pelvis scan review. Several of these struts project outside of the lumen of the vena cava. After two weeks, the patient experienced sudden onset of chest pain. After one year and eleven months, open sternotomy was performed which showed opening of right atrium and removal of one strut from a fractured inferior vena cava filter from the right ventricle, entire heart explored for second strut but was not found and no further struts were seen. Although medical records provided, one digital photo also provided and reviewed. With the provided photo, one detached filter limb can be identified laying on top of while surgical gauze. A ruler appears next to the limb. The limb appears blue in natured. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed below the renal veins following the development of dvt and pe and history of prothrombin gene mutation. Approximately eight years one month post filter deployment, the patient presented to the emergency department with hypotension, altered mental status and suspected inferior st elevation myocardial infarction based on EKG. She was taken directly to the cath lab where imaging demonstrated normal coronary arteries and identified that two limbs had detached from the filter and were located in the region of the right ventricle. Fluoroscopy over the filter demonstrated filter limbs to be missing. CT angiogram was then performed to evaluate for the possibility of pulmonary embolism. CT was negative for pulmonary embolism; however, instead identified a large pericardial effusion. Echocardiogram confirmed tamponade physiology. The patient was emergently intubated and subxiphoid pericardial drainage was performed. On admission the patient was noted to have elevated potassium, severe lactic acidosis and shocked liver. Four days after admission, the patient was noted to have developed acute renal and liver failure as a consequence of cardiogenic shock from cardiac tamponade. Her renal function normalized and her liver function improved and the patient was discharged home in stable condition nine days post pericardial drainage. Approximately eight years two months post filter deployment, the patient was evaluated for surgical management of the detached filter limbs in her ventricle. Surgery was recommended due to the risk for further migration of the struts with either recurrent pericardial tamponade or systemic embolization of the detached filter limbs. The patient presented four days post consult for foreign body removal from the right ventricle via sternotomy. During this procedure, she underwent exploration of both ventricles looking for the presumed two detached filter limbs; however, only one limb was found in the right ventricle. She came off bypass well and was recovering uneventfully. Approximately eight years three months post filter deployment, CT was performed for detached filter limb. A single small 5mm radiopaque density located in the basilar interventricular septum was identified. This was not confidently visualized on the prior exam; however, this was thought to be due to significant motion artifact and contrast which could limit visualization. Additionally, postsurgical changes from the prior foreign body removal were identified and the ivc filter was demonstrated to be in stable position with seven struts identified, imaging of the original filter deployment identified eight struts. Several of the struts were found to be projecting outside the lumen of the vena cava. Approximately eight years six months post vena cava filter deployment, the patient presented to the emergency department with complaint of increasing sob. CT performed to rule out retrosternal or pericardial bleed/effusion demonstrated no changes from previous study and no acute pulmonary findings. The patient was discharged home the same day with asthma exacerbation. Approximately nine years two months post filter deployment, CT scan for right clavicular pain demonstrated acromioclavicular joint degenerative change with no apparent acute or subacute cardiopulmonary process. Image/photo review: one digital photo was provided and reviewed. One detached filter limb can be identified laying on top of while surgical gauze.the limb appears blue in nature. Based on the photo a detached filter limb can be confirmed. Conclusion: the device was not returned. Photo was provided and reviewed. Medical records were provided and reviewed. A vena cava filter was successfully deployed below the renal veins. Eight years and one month post filter deployment, imaging demonstrated that two limbs had detached from the filter and were located in the region of the right ventricle. Open surgery was performed to remove one detached filter limb from the right ventricle. Approximately eight years three months post filter deployment, CT was performed for detached filter limb. At that time several of the struts of the filter were found to be projecting outside the lumen of the vena cava. Based on the medical records, the investigation can be confirmed for perforation of the ivc by filter limbs and detachment of filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage of the ivc wall. - only use the recovery cone removal system to remove the recovery filter. (B)(4).

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. The vena cava filter was deployed successfully in a hypercoagulable patient with a history of dvt and pe. The filter was said to be in good position at the conclusion of the procedure. There were no immediate complications and hemostasis was achieved using manual pressure. No additional information was provided in the medical records received. New information received: approximately eight years one month post vena cava filter deployment, the patient presented to the ed weak, pale, diaphoretic, and hypotensive. Imaging identified massive pericardial effusion which lead to significant tamponade. The patient was emergently intubated and subxiphoid pericardial drainage was performed. She developed acute renal and liver failure which improved and the patient was discharged home in stable condition nine days post pericardial drainage. Approximately eight years two months post filter deployment, the patient was scheduled for foreign body removal from the right ventricle via sternotomy. During this procedure, she underwent exploration of both ventricles looking for the presumed two detached filter limbs; however, only one limb was found in the right ventricle. She was weaned from cardiopulmonary bypass uneventfully. There was no attempt to retrieve the filter. One month later, CT for a detached filter limb identified a single small 5mm radiopaque density located in the basilar interventricular septum. Additionally, the ivc filter was in stable position with seven struts identified, imaging of the original filter deployment identified eight struts and several limbs extending beyond the caval wall. No additional pertinent information surrounding this event was provided.